Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a laparoscopic enterolysis, laparoscopic total hysterectomy, laparascopic colpopexy-abdominal sacrocolpopexy on (B)(6) 2011 and mesh and bs advantage were implanted into the patient. It was reported that she experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was inserted due to uterine prolapsed and stress urinary incontinence. Following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and other.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy and no-tension sling ( boston scientificadvantage fit sling). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.